Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the inflow and outflow aspects. Host tissue on the stent circumference was heavy at both the inflow and outflow aspects. The sewing ring was cut near two (2) leaflets and the wireform was exposed around one of these leaflets. Multiple pledgets remained attached around the sewing ring. One (1) leaflet exhibited serrated markings near the commissure, and leaflet damage was seen on another leaflet near the commissure. The x-ray demonstrated wireform distortion around two (2) leaflets. (B)(4). The clinical report of perivalvular leak could not be confirmed through visual observations of the returned device. However, the observed host tissue overgrowth likely contributed to this event. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth that typically occurs between 12 months to 5 years. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Abnormal or severe pannus growth can eventually affect the function of the valve. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The explanted device is anticipated for return to edwards lifesciences and an evaluation of the product is currently pending its arrival. A supplemental report will be submitted upon completion.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after one (1) year, ten (10) months due to perivalvular leak. Per the operative report, the patient had a bout with pancreatitis and underwent antibiotic therapy for endocarditis. Pre-operatively, he began exhibiting hemolytic anemia which was found to be from turbulent paravalvular leak of the valve. Upon visualization, the prosthesis was well incorporated except for half of the noncoronary cusp. This was excised and the surgeon attempted replacement with a 23mm valve. It did not seem to fit in the scarred annulus, therefore, they downsized to a 21mm pericardial bioprosthesis. The valve was in good position and there was no observed perivalvular leak. The patient tolerated the procedure well and was transferred to the ICU in stable condition; he was later discharged on pod #6.